Event description:
It was reported that a broken expansion chamber occurred during use with a unspecified bd closed transfer device. The following information was provided by the initial reporter, "it was reported that the protector is difficult to apply to the vial and the expansion chamber has snapped off. The grips that hold the protector to a vial don¿t hold tightly and it is difficult to push air into the vial. Event descriptionstates, "she reports that they have had multiple spills/leaks. The vial protector is difficult to apply to a vial and they¿ve had the part that holds the air snap off (the part that bubbles out). The grips that hold the protector to a vial don¿t hold tightly. It¿s also very difficult to push air into the vial. You have to use a lot of force. The injector fits bd syringes perfectly but the non-bd syringes don¿t fit and leak. We¿ve had to use non-bd syringes because of shortages. The injector is too wide to completely screw down. All of my techs have reported leaks and breaking pieces. I didn¿t hear about it until this afternoon."

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as a batch number was not provided. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken expansion chamber occurred during use with a unspecified bd closed transfer device. The following information was provided by the initial reporter, "it was reported that the protector is difficult to apply to the vial and the expansion chamber has snapped off. The grips that hold the protector to a vial don't hold tightly and it is difficult to push air into the vial. Event description states, "she reports that they have had multiple spills/leaks. The vial protector is difficult to apply to a vial and they've had the part that holds the air snap off (the part that bubbles out). The grips that hold the protector to a vial don't hold tightly. It¿s also very difficult to push air into the vial. You have to use a lot of force. The injector fits bd syringes perfectly but the non-bd syringes don't fit and leak. We've had to use non-bd syringes because of shortages. The injector is too wide to completely screw down. All of my techs have reported leaks and breaking pieces. I didn't hear about it until this afternoon."